Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician. It was also reported that the patient's implantable cardioverter defibrillator (ICD) received a capacitor charge time limit reached alert. The device was explanted, and the patient was in stable condition.